Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the tubing and white twist clamp of a minicap extended life pd transfer set. This was observed during use of the device for peritoneal dialysis therapy. The transfer set had been in use on the patient for about eight (8) days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed and the silicone tubing was observed separated from the leg of the female connector. The reported condition was verified. The markings on the end on the end of the silicone tubing indicated that the tubing was positioned onto the female connector. The direct cause of the condition was undermined; however, the assembly between the tubing and the leg of the female connector is a friction fit and not a solvent bond. A strong tug on the tubing could cause the two components to separate. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.